Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that a video cart was plugged into a non stryker boom. At plug in, the boom caught fire.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: caught on fire. Probable root cause: too much heat, transformer design, cart design, manufacturing nonconformity, use error. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a video cart was plugged into a non stryker boom. At plug in, the boom caught fire.